Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a system explant procedure on (B)(6) 2021 [related manufacturer reference numbers: 3006705815-2021-05318 & 3006705815-2021-05317], the physician was unable to find a butterfly anchor that had been implanted and decided to not waste time looking for it; therefore, a butterfly anchor remains implanted.